Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet, with a lowest recorded blood glucose of 50 mg/dl and approximately one hour spent below 70 mg/dl; the user treated with oral glucose and received general education and a training link on low blood glucose prevention and pausing the ilet. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment without medical intervention, assistance, hospitalization, or device alarms. Investigation included review of the user¿s report and provision of additional training resources. Investigation of this case revealed no device malfunction observed or reported and no alerts, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the event was consistent with hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.